Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6)-2016, 20 ventricular sensing integrity counts (sic) and a ventricular fibrillation (vf) detected episode with lead noise, oversensing, and inappropriate shocks. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. During replacement the physician saw insulation damage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.